Event description:
During follow-up, decreased longevity was observed. Premature battery depletion was suspected. Device replacement is anticipated to be performed. No intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was above the elective replacement indicator (eri) upon receipt. Longevity analysis found the battery depletion to be normal. The device was analyzed in the lab and telemetry, impedance, sensing, pacing, and high voltage (hv) output functions were tested and found to be normal.

Event description:
During follow-up, decreased longevity was observed. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.